Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 827945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, vaginitis, parity 3, acid reflux (esophageal), chlamydial infection, le syndrome, crohn's disease, cesarean section, hypercholesterolemia, diabetes mellitus, leiomyoma and pancreatitis. Previously administered products included for an unreported indication: mirena. Concomitant products included fluconazole, ipratropium bromide, lansoprazole, mesalazine (mesalamine), salbutamol sulfate (albuterol sulfate) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyporesponsive to stimuli ("difficulty organizing thoughts and verbal expressions"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia,"), feeling abnormal ("autoimmune-like symptoms other (list): brain fog"), memory impairment (" poor memory"), auditory disorder ("poor auditory comprehension"), depression ("increased depression and anxiety"), anxiety ("increased depression and anxiety"), abdominal distension ("bloating,"), aphasia ("trouble finding words") and thinking abnormal ("difficulty organizing thoughts"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hyporesponsive to stimuli, urinary tract disorder, allergy to metals, dyspareunia, feeling abnormal, memory impairment, auditory disorder, depression, anxiety, abdominal distension, aphasia and thinking abnormal outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, aphasia, auditory disorder, depression, dyspareunia, feeling abnormal, hyporesponsive to stimuli, memory impairment, pelvic pain, thinking abnormal and urinary tract disorder to be related to essure. The reporter commented: the coil on the left appears to have a somewhat folded appearance but this may be secondary to positioning of the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: coil devices present within the fallopian tubes, no free spillage of contrast identified suggesting tubal occlusion. Ultrasound scan - on an unknown date: unremarkable appearing urinary bladder, there is no free fluid in the pelvis. The uterus is neutral to slightly anteverted. Uterus measures 79 x 35 x 49 rom, the endometrial echo complex is 6 mm thick. Within the fundus of the uterus there is a focal 6 x 4 x 4 mm hyperechoic focus. Physiologic appearing follicular changes are present in the ovaries bilaterally impression: small hyperechoic focus in the fundus of the uterus, possibly representing a lipoleiomyoma. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 827945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, vaginitis, parity 3, acid reflux (esophageal), chlamydial infection, le syndrome, crohn's disease, cesarean section, hypercholesterolemia, diabetes mellitus, leiomyoma nos and pancreatitis. Previously administered products included for an unreported indication: mirena. Concomitant products included fluconazole, ipratropium bromide, lansoprazole, mesalazine (mesalamine), salbutamol sulfate (albuterol sulfate) and venlafaxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hyporesponsive to stimuli ("difficulty organizing thoughts and verbal expressions"), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia,"), feeling abnormal ("autoimmune-like symptoms other (list): brain fog"), memory impairment (" poor memory"), auditory disorder ("poor auditory comprehension"), depression ("increased depression and anxiety"), anxiety ("increased depression and anxiety"), abdominal distension ("bloating,"), aphasia ("trouble finding words") and thinking abnormal ("difficulty organizing thoughts"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hyporesponsive to stimuli, dysuria, allergy to metals, dyspareunia, feeling abnormal, memory impairment, auditory disorder, depression, anxiety, abdominal distension, aphasia and thinking abnormal outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, aphasia, auditory disorder, depression, dyspareunia, dysuria, feeling abnormal, hyporesponsive to stimuli, memory impairment, pelvic pain and thinking abnormal to be related to essure. The reporter commented: the coil on the left appears to have a somewhat folded appearance but this may be secondary to positioning of the fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: coil devices present within the fallopian tubes, no free spillage of contrast identified suggesting tubal occlusion. Ultrasound scan - on an unknown date: unremarkable appearing urinary bladder, there is no free fluid in the pelvis. The uterus is neutral to slightly anteverted. Uterus measures 79 x 35 x 49 rom, the endometrial echo complex is 6 mm thick. Within the fundus of the uterus there is a focal 6 x 4 x 4 mm hyperechoic focus. Physiologic appearing follicular changes are present in the ovaries bilaterally impression: small hyperechoic focus in the fundus of the uterus, possibly representing a lipoleiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.